Event description:
The angiosculpt device advanced in the ansel sheath in the left groin and advanced over the horn but would not advance past the super arrow flex sheath in the right groin. The angiosculpt device was removed and the nitinol scoring elements appeared distorted. A new angiosculpt device of the same size was used in the left groin. The ansel sheath advanced past the arrow sheath in the right groin into the superficial femoral artery (sfa) and successfully treated the lesion.

Manufacturer narrative:
The damaged angiosculpt device and the guide wire were removed as a unit. The physician rewired the lesion and inserted a new angiosculpt device to complete the procedure. This resulted in prolongation of the procedure. No clinical injury was reported by the hospital. The angiogram and the cath lab log were received for evaluation. The angiogram did not show the angiosculpt being advanced past the super arrow flex sheath in the right groin. The cath lab log did not document the angiosculpt having difficulty advancing past the super arrow flex sheath, but did show the angiosculpt inflated and then removed. There was no mention of the angiosculpt being distorted. The angiosculpt device was returned intact to the guide wire. The balloon appeared to have been inflated and the distal bond peeled, but all leaflets were accounted for. The scoring element is damaged and deformed. The intermediate bond is located over the balloon taper and the proximal bond broke from its original location. The transition tubing is stretched and the shaft is necked at multiple locations. Based on the lab analysis, it leads to suggest that the device experienced excessive exertion of force applied by the user.